Manufacturer narrative:
December 09, 2015 01:23 pm (gmt-5:00) added by (B)(6): a supplemental report will be sent when the investigation is complete. December 07, 2015 04:41 pm (gmt-5:00) added by (B)(6): facility mw report mw5057716 reported: non-adverse event malfunction of sensation catheter with event date of (B)(6) 2015, although it was submitted to FDA on 03-nov-2015. Actual event date is unclear as a result. Event description: iabp alarming check ibp catheter. Sbp had increased from 130s to 170s after trach care. No blood seen in any of the iabp/arterial tubing. No kinks seen. Patient laid flat to attempt iabp restart. Good urine output and peripheral pulses. Unable to get iabp restarted. Heparin infusion stopped to remove iabp. Sbp increased as high as 202 after iabp stopped working. When crnp removed air from balloon with syringe she got blood return. Pa flushed inside balloon and tiny leak seemed to be at tip of balloon.

Event description:
Facility mw report mw5057716 reported: non-adverse event malfunction of sensation catheter with event date of (B)(6) 2015, although it was submitted to FDA on 03-nov-2015. Actual event date is unclear as a result. Event description: iabp alarming check ibp catheter. Sbp had increased from 130s to 170s after trach care. No blood seen in any of the iabp/arterial tubing. No kinks seen. Patient laid flat to attempt iabp restart. Good urine output and peripheral pulses. Unable to get iabp restarted. Heparin infusion stopped to remove iabp. Sbp increased as high as 202 after iabp stopped working. When crnp removed air from balloon with syringe she got blood return. Pa flushed inside balloon and tiny leak seemed to be at tip of balloon.